Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (15 mg/ml, 3.038 mg/day) and bupivacaine (3 mg/ml, 0.6076 mg/day) via an implantable pump for spinal pain. It was reported they were unable to aspirate catheter during dye study and therefore, unable to perform the study. The patient had reported to the physician that they were not getting relief from the pump and felt it wasn't working. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported interventions or actions taken to resolve the issue at this time. The issue was reported as resolved at the time of this report. Information also reported that surgical intervention had not occurred, but was planned but not scheduled. The patient's status was alive - no injury.